Event description:
Free-flow event related to alarm resolution reported: the pump was programmed to infuse d5.45 at 9.0ml/hr. It was reported that the nurse had experienced "a number of occlusion alarms" throughout the shift and that it "appeared" that the fluid container had less volume than expected in regards to the infusion time and programmed rate. The nurse attributed the unspecified "absent" volume to a possible free-flow event during the "occlusion" alarm resolution. It was reported that the pt's blood sugar was 705, increased from 25. There was no info available as to when the lower rate was drawn. The physician was notified and orders to stop the infusion were rendered. According to the customer contact, "there were no pharmaceutical or medical interventions ordered". The customer contact reports that the infusion was discontinued for an unspecified amount of time and was eventually resumed. Therapy continued without further event. Though requested, there was no additional info available.